Event description:
Event: (cc# 98-00994) "check iab catheter" alarm sounded from the pump. The technician responded to troubleshoot and had to shut down and re-start the iabp. The patient was fine with a blood pressure of 100/70 while the balloon was off. After approximately ten minutes, the alarm started again and the augmentation was turned down to 50% which silenced it. The physician was notified and the nurse was instructed to turn the heparin drip off if the balloon could not be restarted. The balloon functioned adequately at 50% augmentation and the patient's blood pressure remained approximately 105 over 75. The tech checked the patient later on and found that the balloon had been pulled. On 10/21/98, datascope was notified that the iab was probably discarded and would not be returned for evaluation. [Event complications]: none from the event - reported 8/7/98. [Patient's current status]: unk - rpt'd 8/7/98.